Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about a month and a half ago the patient started to feel funny so patient representative came over and found that the patient's therapy had turned off. Patient representative said patient didn't have the cognition to operate the handset/communicator to be able to turn the therapy off and it took forever to figure out why the therapy was off. Caller was able to turn therapy back on and patient later told them that the implant battery was low. Agent reviewed that if implant battery depleted, therapy would turn off. Caller said they didn't know this but now understood. Caller said the therapy turned off again the day before yesterday. Caller turned the handset on to check the status of the therapy and the therapy was off. Caller had turned therapy back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep called back repeating info from original report that patient said the implantable neurostimulator (ins) was taking a long time to charge and that the ins wasn't charging all the way up. Patient had a doctor's appointment yesterday and came home and ins was at 0% and therapy was off because the ins battery was critically low. Rep said that they charged the implant for 30 minutes and got implant battery to 50% and therapy back on. Today they charged ins for about 1.5 hours and ins still stayed at 50%. Patient services (ps) reviewed info about recharge intervals. Ps reviewed that rep could do a hard reset of recharger and spend time charging ins after hard reset to see if ins charged up to 75%. Rep wasn't with patient or equipment but would see if ins charged up when they were with patient. No symptoms were reported.